Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery was depleting quickly. Customer resumed insulin delivery successfully on the pump. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged battery issue could not be verified. The information will be used for tracking and trending purposes.